Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a itchy, red, bumpy rash under the back therapy electrodes and an open blister. The patient's nurse advised the patient to use cortisone cream on the irritation. The irritation improved.